Manufacturer narrative:
Liko m220 and m230 mobile lifts are easy-to-use mobile lifts primarily intended for use in nursing homes. Both models are excellent aids for daily transfers of adults and children; for instance, for transfers to and from a wheelchair, toilet and floor. The models differ in the way the base width is adjusted while both lifts feature an electric lift mechanism. Liko m230 mobile lift has an electric base and liko m220 mobile lift a manual base for opening and closing the legs. A preliminary investigation performed by the third-party technicians noted that the device did not present any malfunction other than the sling bar latch found on the floor. In this event, the customer reported that the patient fell and sustained a hip fracture during a transfer with a liko m230 lift. Details of the medical intervention required during hospitalization were not provided, however, it is reasonable to conclude that the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function, concluding a serious injury occurred. Additionally, the exact cause of the reported event cannot be determined at this time, and additional information has been requested to the customer. Investigation is on-going, all additional and relevant information received during the course of the investigation will be provided in a follow-up report.

Event description:
The customer reported that the ¿sling retainer¿ of their liko m230 lift fell off and was found on the floor. During follow-up with the reporter, it was noted that event was linked with a patient fall that resulted in a hip fracture. Details of the reported patient fall were requested, including exact sequence of events, medical and/or surgical interventions required, and patient outcome. The only additional information provided at this time is that the 78-year-old female patient was taken to a&e and admitted.

Event description:
The customer reported that the ¿sling retainer¿ of their liko m230 lift fell off and was found on the floor. During follow-up with the reporter, it was noted that event was linked with a patient fall that resulted in a hip fracture. Details of the reported patient fall were requested, including exact sequence of events, medical and/or surgical interventions required, and patient outcome. The only additional information provided at this time is that the 78-year-old female patient was taken to a&e and admitted.

Manufacturer narrative:
Customer support was contacted for additional information about the event. They customer confirmed that the lift was not inspected by a baxter technician. The lift was inspected by a third-party technician who confirmed that the lift was functioning as designed except for the composite latch that had fallen of the sling bar and was found on the floor at the customer. No pictures were provided on the lift. The type of slingbar associated with this incident has not been provided. Based on the information that has been provided, this issue is determined to be caused by user error (sling incorrectly applied to sling bar). If the reported incident were to recur, it could lead to serious injury or death.